Event description:
The customer reported the device alarmed and displayed codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer evaluate the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable to address the reported problem. The biomedical engineer reported both parts were replaced as advised and the reported problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.